Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she started changing out the infusion set and had trouble with air bubbles when she went to connect to the quick set. Customer's blood glucose was 73 mg/dl. Customer got another infusion set and reservoir because she didn't feel safe due to there being so many bubbles. Customer stated that the issue occurred today when she was changing the site. Customer will be sent a replacement for the infusion set and reservoir.